Manufacturer narrative:
Method: work order & medical review. Results: visual inspection of the returned product found the lens was returned dry and a haptic was torn. A len work order search was performed and there were no similar complaints found. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). A higher than ideal vaulting in the absence of sign and/or symptoms does not need an exchange. However, the surgeon may decide to exchange if he determines that this condition may affect the outcome of the patient's vision. Review of this file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint events(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. (B)(4).

Event description:
The customer reported the surgeon implanted an 13.2mm vicmo13.2 implantable collamer lens on (B)(6) 2014 in patient's right eye and excessive vault was observed the next day. The lens exchanged for a shorter length lens and this resolved the problem. Patients last ucva was 20/20.

Manufacturer narrative:
The product is manufactured in u.s. But not marketed in the u.s. Pt weight: unknown. Explant date: n/a. Initial reporter: phone# unknown. (B)(4).